Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Upon troubleshooting, fse checked the main cabinet and found the mpdu (main power distribution unit) was defective. To resolve the issue, fse replaced the mpdu control board. The defective mpd control unit was returned to philips for failure analysis and the cause of the mpd control unit failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the mpd control unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.